Event description:
Pt admitted to hospital for prophylactic bilateral mastectomies and breast implants with removal of capsules. Pt's bilateral breast implants were ruptured. Previous breast implants were replicon which were replaced with surgitek optiman in 1989.